Manufacturer narrative:
Failure analysis for fiber 0010-2400-424a-(B)(4): the metal cap exhibited moderate char; the glass cap exhibits severe devitrification at the output window; the fiber exhibits a circumferential fracture distal to fiber/cap fusion zone proximal the bevel edge; the metal cap adhesion location exhibits burnt glue; the fiber cap also exhibits a fracture of the glass cap proximal to fiber/cap fusion zone; the fiber proximal to the fracture can rotate independently of metal cap; this failure mode is indicative of a fracture beneath the metal cap; the metal cap exhibits burn at the location of the two fractures; the outer flow tubing is melting at the location of the proximal fracture. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 23.7 kj of use, while using the surgical fiber during a prostate procedure, the fiber "tip burnt out" and was observed to be firing out the tip. Time expended: 3:23 minutes. The procedure was completed using a second surgical fiber. There was no patient injury reported.